Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2022. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that too much bone (a couple of mm) had been taken on the chamfer posterior and anterior cuts in order for the trial piece to fit correctly while using the robotic-assisted solution satellite station. The reporter stated that the surgery was completed and everything looked good. It was reported that all alignment and balances turned out very good. It was not known that the trial did not fit until the trial piece was placed on. It was reported that there was a bigger gap between the bone and the trial piece than expected. It was reported that there was no error code present and the alignment and balances on the system turned out good. It was reported that the gap was filled with cement. The reporter stated that the was a cemented joint procedure. The device was being used with a base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated. There were no defects or issues found with the system or software. A review of the event log files determined that the user did not use the pointer array device to check the resections depths of the re-sections that were made by the system. Since the resections were not checked with the pointer array, the log files did not contain information regarding the distance of the resection compared to the planned cut. Therefore, the reported condition could not be confirmed. An assignable root cause could not be determined.